Event description:
It was reported to boston scientific corporation that a gold probe was used during a procedure. According to the complainant, during the procedure, the tip of the gold probe was found to be bent approximately 3mm from the end of th probe. No visible damage to the device or the packaging was noted prior to the procedure. The procedure was completed with another gold probe device. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found a bend in the catheter near the distal tip. The condition of the returned incident device was consistent with the complaint that the tip of the device was bent. It is most likely that this kink was caused due to procedural or anatomical factors encountered during the procedure, therefore the most probable root cause for this event is operational context.it was initially thought that the ceramic tip was detached and dangling from the end of the catheter, resulting in a ¿bent¿ appearance. However, visual analysis of the returned device confirmed that the catheter was bent near the distal tip. As the distal tip was not detached or separated, this is no longer considered an MDR-reportable event.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe was used during a procedure.according to the complainant, during the procedure, the tip of the gold probe was found to be bent approximately 3mm from the end of th probe. No visible damage to the device or the packaging was noted prior to the procedure. The procedure was completed with another gold probe device.no patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be okay.